Event description:
Reporter stated, that the parent of the end-user was returning the chair back down from the tilt position, when the chair tipped forward causing the end-user to fall to the floor. There were no injuries reported.

Manufacturer narrative:
As of this date, this chair has not been returned to the MFR for eval.